Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo lesion located in the mid right coronary artery. The patient presented with inferior wall myocardial infarction (iwmi). A 3.0 x 33 mm xience prime stent were successfully implanted, and 30 minutes later the patient developed chest pain. Angiography revealed stent thrombosis in the proximal segment of the stent. Multiple balloon dilatations were performed and the lesion was finally treated with a non-abbott 4.0 x 12 mm stent. The procedure was successfully completed at this point and discharged. No additional information was provided.